Event description:
Procedure type: colectomy. According to the reporter: the eea misfired. The staples weren't deployed properly. Readjustment and refute of second device. There was unanticipated tissue loss as a result of this problem. A new device was used and the issue was resolved. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No reinforcement material was used. Lot number information is not available for the user.

Manufacturer narrative:
(B)(4).